Event description:
It was reported by the pt's legal counsel that the pt received a tka due to osteoarthritis on (B)(6) 2005. On (B)(6) 2008, that pt was revised due to aseptic loosening of the non-zimmer tmt femoral component. The tm patella and tim monoblock tibia were revised during this procedure.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to spec. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.